Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): there was no infusion, the pump was blocked.

Manufacturer narrative:
(B)(4). We received 2 used (half filled) easypump ii lt 100-50-s without packaging and one easypump ii lt 100-50-s in original packaging. The received samples were subjected to a visual examination. In as-received condition the white clamps and the wing caps were missing at both samples. After opening the top cap and removing the closing cone, we detected crystalized drug residues at the filling port (lli-cone) and at the lla-cone of the pt connector. At the original packed sample we detected no damages or manufacturing faults. In addition the samples were filled with nac1 0.9% up to the nominal volume (100 ml) and taken to a functional test respectively leak test in a period of one hour. After waiting for a while (half hour) both used pumps did not work (solution was not running). Despite squeezing the pump by hand, the pumps did not work (solution was not running). At the original packed sample the pump did work (solution was running). Afterwards at the original packed sample we tested the flow rate. Nominal: 2.0 ml/h. Actual: 3.0 ml in 1 h; 5.7 ml in 2 h; 8.2 ml in 3 h. Leaks were not detected. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.